Manufacturer narrative:
Initial MDR was submitted in error. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803. Adverse event was captured in medwatch # 3013756811-2021-39839.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was over 400 mg/dl (¿high¿), and the meter bg reading was over 500 mg/dl. The customer went to the emergency room (ER), and was subsequently admitted to the hospital with bg value greater than 500 mg/dl, and high ketones which resulted in diabetic ketoacidosis and was identified as dangerous by health care professionals. Customer was treated intravenously with fluids of saline and insulin. Customer was released on (B)(6) 2021 with a bg of 218 mg/dl. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.